Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user chose not to announce lunch, leading to postprandial hyperglycemia at 223 mg/dl and subsequent ilet overcorrection, resulting in hypoglycemia to 64 mg/dl. The low was corrected with glucose tablets and food. The user confirmed they would announce all meals in the future. No external assistance or medical intervention occurred.